Event description:
A patient in a study (ion EU registry) underwent an ion lung biopsy of two nodules. Lesion # 1 was of the right middle lobe measured 5 x 6 x 5 mm, the distance from the pleura was 13 mm and the distance from the nearest major blood vessel was 1mm. Tools used were a cryoprobe 1.1 mm and bronchoalveolar lavage (bal). Lesion #2 of the right upper lobe measured 4 x 3 x 3 mm, the distance from the pleura was 25 mm and the distance from nearest major blood vessel 2 mm. The tool used was cryoprobe 1.1 mm. After the completion of the ion procedure, the ion catheter was removed and bleeding (nashville grade iii) was observed. Suctioning of blood was required for more than one minute, with repeating wedging of the bronchoscope and use of a balloon blocker for tamponade only (less than 20 minutes). Vasoactive substances and thrombin were administered. The event was reported as resolved the same day. The procedure was completed as planned, with no report of any malfunction of the ion system, instruments or accessories. The total procedure time was 52 minutes. Pathology results for lesion #1 (rml) malignant (adenocarcinoma). No tnm classification is available. Molecular testing requested and sample adequacy sufficient for completion of analyses in full - analyzed genes: ngs. No tumor mutational burden (tmb) or microsatellite instability (msi) performed. Pathology result for lesion #2 (rul) were malignant (adenocarcinoma). No tnm classification is available. Molecular testing was not requested/not clinically relevant. No tumor mutational burden (tmb) or microsatellite instability (msi) performed. The study investigator reported the event as not a serious adverse event (sae), not unanticipated, having a causal relationship to the ion procedure, a causal relationship to third-party tools (cryoprobe), a probable relationship to the patient's underlying disease status, and a possible relationship to the ion system (possible to ion fully articulating catheter). The patient prior medication that may be relevant to this incident is oral anticoagulation (rivaroxaban 20 mg, last dose three days before the procedure).

Manufacturer narrative:
There was no report that an ion system, instrument or accessory malfunctioned during the procedure. Log investigation did not find any errors relevant to the reported event.